Event description:
It was reported that the non-patient end of the bd ultra-fine¿ nano insulin pen needle would not attach to the pen. This occurred with an unspecified number of pen needles. The following information was provided by the initial reporter: "consumer reported non patient end will not attach stated, at least 25% out of the box did not work stated, she's reported this issue in the past and nothing has been done about it"

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd ultra-fine¿ nano insulin pen needle would not attach to the pen. This occurred with an unspecified number of pen needles. The following information was provided by the initial reporter: "consumer reported non patient end will not attach stated, at least 25% out of the box did not work stated, she's reported this issue in the past and nothing has been done about it.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.